Event description:
Information was received from a patient, via the manufacturer¿s representative (rep), who reported they were receiving sporadic left shocks. The patient also stated there was a small wire sticking out behind their left ear. The patient was admitted to the hospital for further evaluation by their physician where stimulation was turned down which improved shocking.

Manufacturer narrative:
Section d10 references: product ID 37085-60, serial# (B)(6), implanted: (B)(6) 2011, product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(6), ubd: 18-dec-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the shocking was due to stimulation settings being too high. The hcp turned stimulation down and they examined the patient for a small wire, but it was determined to be a suture. No further actions were required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.